Event description:
It was reported that this ambicor penile prosthesis (app) stopped working due to a broken tubing and fluid loss. A surgical procedure was performed to remove and replace the device. There were no patient complications.